Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with 435 units of insulin, and on (B)(6) 2016, there was 160 units remaining in the cartridge. The customer reported blood glucose (bg) level elevated up to 245 mg/dl. The customer delivered a bolus using the pump and went for a walk to address bg level. The customer reloaded the cartridge successfully and received an accurate fill estimate. During a follow-up call, it was confirmed that the customer loaded a new cartridge and the pump was functioning as intended.